Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter, and after the ablation, complete atrioventricular block occurred. While being monitored, approximately ten minutes after the procedure was completed, a normal sinus rhythm returned. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician believed that the issue was caused by factors such as the time from the onset of junctional rhythm to stop ablation. No additional intervention. Just waiting after the procedure. The outcome of the adverse event was postoperatively, the patient returned to normal sinus rhythm, but several days later, complete atrioventricular block occurred. Initially, it was reported that the patient did not require prolonged hospitalization; however, additional information indicated that the patient required extended hospitalization. Ablation site was near the his bundle in the anterior interventricular septum. The distance to the his bundle was approximately 13 mm.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The lot number of 31528574l was provided. As such, the d 4. Lot, d 4. Expiration date, and h 4. Device manufacture date have been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device lot number 31528574l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).